Event description:
It was reported that bd preset¿ arterial blood collection syringe found blood on their hands. They checked the arterial blood gas needle and found that there was a crack on the arterial blood gas needle, and blood oozing out of the crack. The following information was provided by the initial reporter: "after the blood was collected, they found blood on their hands. They checked the arterial blood gas needle and found that there was a crack on the arterial blood gas needle, and blood oozing out of the crack."

Manufacturer narrative:
"Material #: 364314 lot/batch #: 1237675 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to cracked barrel / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel / leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."